Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 10:19:06 am to 2:54:06 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 10:14:06 am on (B)(6) 2020. On (B)(6) 2020 at 8:00:51 am, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 30-40 mg/dl; cause was unknown. Customer's son administered a glucagon shot to treat bg. Reportedly, the customer passed out due to low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.